Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain, non-malignant pain, and chronic low back pain. It was reported that "it is not cooperating." The patient clarified that he is not able to turn the stimulation on. The patient went to charge the ins because it was only half way so he fully charged it. The patient confirmed that charging was doing well and confirmed there was no issue with the recharger. The patient said that following charging he tried to kick it back on and it would not do so. The patient further clarified that he was not able to turn stimulation on. The patient said that he has not been able to feel stimulation since (B)(6) 2019. The patient clarified that he can usually feel a vibration in his lower back and tingling in his spine. The patient also reported the ins was not holding a charge as long. The patient stated that it used to be 4 or 5 days and it was gone down to a day to day and a half that it will hold a charge. The programmer showed stim was on at 3.0 and that therapy has been working ok at that setting. The patient did not try increasing stim since he hasn't been able to feel it because "if it is not broken, leave it alone". The patient also reported that if he increases stimulation higher than 3.0 he feels like pins and needles poking and said that if he increases too much it feels ok in normal circumstances like walking, but if he does something like sit down he can feel that it is uncomfortable and he has to lower it. It was confirmed stim is comfortable at 3.0. The patient said no trauma led to the issue and the ins did not appear altered in position in any way. The patient was directed to follow up with their hcp. The patient has an appointment scheduled for (B)(6) 2019. No further complications were reported.